Manufacturer narrative:
Date sent to FDA: 1/9/2019. Additional narrative: it was reported that the patient underwent incarcerated umbilical hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced adhesion following surgery. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/25/2019.

Manufacturer narrative:
Date sent to FDA: 11/7/2019. Additional narrative: it was reported that the patient underwent revision surgery on (B)(6) 2018. It was reported that following the procedure the patient experienced pain, nausea, diarrhea, chills, inflammation, loss of appetite.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure in (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure in 2018. It was reported the patient experienced an undisclosed adverse event.